Event description:
Severe redness, blistering, detachment of skin and open wounds on the lower abdomen [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via medical information team. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), lot number and expiration date not provided, on an unknown date for unspecified indication. Relevant medical history and concomitant medications were not reported. On an unknown date the patient experienced severe side effects like severe redness, blistering, detachment of skin and open wounds on the lower abdomen. The action taken with thermacare heatwrap and outcome of the events were unknown. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event burns second degree (described as redness, blistering, detachment of skin and open wounds on the lower abdomen) is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] severe redness, blistering, detachment of skin and open wounds on the lower abdomen/swelling of skin, burning sensation at wound site, itching [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist via medical information team. A 33-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number: cg5595, expiration date: apr2022) from an unknown date for lower abdominal pain due to menstruation. Relevant medical history included she was a smoker (10 cigarettes/day) and had multiple allergies. She had a history of skin allergies, rash or other skin diseases. Concomitant medication included chlormadinone acetate, ethinylestradiol (lisette). The heat wrap had been used in the past and was tolerated at the time. On (B)(6) 2020, the patient experienced severe side effects like severe redness, blistering, detachment of skin and open wounds on the lower abdomen. The pharmacist reported the patient was familiar with the product, did not belong to a risk group such as diabetics or similar and had not discovered any abnormalities during the time of wearing. The pharmacist also reported according to patient, the course of thermacare use was inconspicuous - she used it for 7 hours. During this time she noticed no abnormalities regarding her skin. Only when she took off her clothes in the evening she experienced the symptoms - swelling of skin, detachment of skin and burning sensation at wound site, itching. The symptom was located in the lower abdomen. The skin was detached at three sites, one site was the size of a euro coin, 2 sites like a 1-cent coin. Status post swelling of skin, no degree assessable. No surgical treatment was required. The patient treated the wounds herself with antiinfectives and octenisept and bepanthen ointment. The events were not assessed to have sequelae. The patient did not take any other medications including topical formulations at the time of thermacare use (except contraceptives). The pharmacist considered the events severe redness, swelling of skin below heat cells, skin was detached when patch was removed non-serious. Action taken with thermacare heatwrap was permanently withdrawn in (B)(6) 2020. The outcome of the events was resolved (everything ok) in (B)(6) 2020. The events was considered to be related to thermacare. According to the product quality complaint group on (B)(6) 2020: severity of harm is s3. Product investigation results on (B)(6) 2020 were as follows: batch cg5595 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history report (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer reported "severe redness, blistering, skin detachment." The cause of the consumer stating the wrap caused "severe redness, blistering, skin detachment" is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample status was not received. According to the product quality complaint group on (B)(6) 2020 and (B)(6) 2020: there was deviation from sop-105746, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. Batch cg5595 remains as the only batch within the scope of this investigation. The results do not change the root cause of the complaint. 'The investigation reopened on (B)(6) 2020 to update product description to menstrual. There is no change/impact to results of investigation.' Product description updated to: thermacare menstrual heat wrap 8 hr 2 count. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The customizable search was performed. The date contacted: 03/05/2017 through 03/05/2020. The customizable search returned a total of (B)(6) complaints for menstrual products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse. Based on this search, there is not a trend identified for the subclass of adverse event/serious/unknown. Site sample status has not been received. Follow-up attempts completed. No further information expected. Follow-up (10mar2020): new information received from the pharmacist includes: suspect product lot number and expiration date and additional information pertaining to the patient's clinical course. Follow-up (17mar2020 and 17mar2020): new information received from pharmacist includes medical history, concomitant medications, past drug, suspect product action taken, more event details, event onset date, treatment, outcome causality. New information also received from product quality complaint group includes severity of harm. Follow-up (14apr2020): new information received from product quality group includes: investigational results. Follow-up attempts completed. No further information expected. Follow-up (15oct2020 and 21oct2020): new information received from product quality group includes: investigational results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the event burns second degree (described as redness, blistering, detachment of skin and open wounds on the lower abdomen) is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
According to the product quality complaint group on (B)(6) 2020: severity of harm is s3. Product investigation results on (B)(6) 2020 were as follows: batch cg5595 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history report (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer reported "severe redness, blistering, skin detachment." The cause of the consumer stating the wrap caused "severe redness, blistering, skin detachment" is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample status was not received. According to the product quality complaint group on (B)(6) 2020 there was deviation from sop-105746, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. Batch cg5595 remains as the only batch within the scope of this investigation. The results do not change the root cause of the complaint. 'The investigation reopened on (B)(6) 2020 to update product description to menstrual. There is no change/impact to results of investigation.' Product description updated to: thermacare menstrual heat wrap 8 hr 2 count. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The customizable search was performed. The date contacted: 03/05/2017 through 03/05/2020. The customizable search returned a total of (B)(6) complaints for menstrual products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse. Based on this search, there is not a trend identified for the subclass of adverse event/serious/unknown. Site sample status has not been received.

Event description:
Event verbatim [preferred term]: severe redness, blistering, detachment of skin and open wounds on the lower abdomen [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist via medical information team. A 33-year old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number cg5595, expiration date apr2022) from an unknown date for unspecified indication. Relevant medical history and concomitant medications were not reported. On an unknown date, the patient experienced severe side effects like severe redness, blistering, detachment of skin and open wounds on the lower abdomen. Action taken with thermacare heatwrap and outcome of the events were unknown. Upon follow-up received on 10mar2020, the pharmacist reported the patient was familiar with the product, did not belong to a risk group such as diabetics or similar and had not discovered any abnormalities during the time of wearing. Additional information has been requested and will be provided as it becomes available. Follow-up (10mar2020): new information received from the pharmacist includes: suspect product lot number and expiration date and additional information pertaining to the patient's clinical course., comment: based on the information provided, the event burns second degree (described as redness, blistering, detachment of skin and open wounds on the lower abdomen) is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] severe redness, blistering, detachment of skin and open wounds on the lower abdomen/swelling of skin, burning sensation at wound site, itching [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist via medical information team. A 33-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number: cg5595, expiration date: apr2022) from an unknown date for lower abdominal pain due to menstruation. Relevant medical history included she was a smoker (10 cigarettes/day) and had multiple allergies. She had a history of skin allergies, rash or other skin diseases. Concomitant medication included chlormadinone acetate, ethinylestradiol (lisette). The heat wrap had been used in the past and was tolerated at the time. On (B)(6) 2020, the patient experienced severe side effects like severe redness, blistering, detachment of skin and open wounds on the lower abdomen. The pharmacist reported the patient was familiar with the product, did not belong to a risk group such as diabetics or similar and had not discovered any abnormalities during the time of wearing. The pharmacist also reported according to patient, the course of thermacare use was inconspicuous - she used it for 7 hours. During this time she noticed no abnormalities regarding her skin. Only when she took off her clothes in the evening she experienced the symptoms - swelling of skin, detachment of skin and burning sensation at wound site, itching. The symptom was located in the lower abdomen. The skin was detached at three sites, one site was the size of a euro coin, 2 sites like a 1-cent coin. Status post swelling of skin, no degree assessable. No surgical treatment was required. The patient treated the wounds herself with antiinfectives and octenisept and bepanthen ointment. The events were not assessed to have sequelae. The patient did not take any other medications including topical formulations at the time of thermacare use (except contraceptives). The pharmacist considered the events severe redness, swelling of skin below heat cells, skin was detached when patch was removed non-serious. Action taken with thermacare heatwrap was permanently withdrawn in (B)(6) 2020. The outcome of the events was resolved (everything ok) in (B)(6) 2020. The events was considered to be related to thermacare. According to the product quality complaint group on (B)(6) 2020: severity of harm is s3. Additional information has been requested and will be provided as it becomes available. Follow-up (10mar2020): new information received from the pharmacist includes: suspect product lot number and expiration date and additional information pertaining to the patient's clinical course. Follow-up (17mar2020 and 17mar2020): new information received from pharmacist includes medical history, concomitant medications, past drug, suspect product action taken, more event details, event onset date, treatment, outcome causality. New information also received from product quality complaint group includes severity of harm., comment: based on the information provided, the event burns second degree (described as redness, blistering, detachment of skin and open wounds on the lower abdomen) is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Manufacturer narrative:
Batch cg5595 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history report (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer reported "severe redness, blistering, skin detachment." The cause of the consumer stating the wrap caused "severe redness, blistering, skin detachment" is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample status was not received.

Event description:
Event verbatim [preferred term] severe redness, blistering, detachment of skin and open wounds on the lower abdomen/swelling of skin, burning sensation at wound site, itching [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist via medical information team. A 33-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number: cg5595, expiration date: apr2022) from an unknown date for lower abdominal pain due to menstruation. Relevant medical history included she was a smoker (10 cigarettes/day) and had multiple allergies. She had a history of skin allergies, rash or other skin diseases. Concomitant medication included chlormadinone acetate, ethinylestradiol (lisette). The heat wrap had been used in the past and was tolerated at the time. On (B)(6) 2020, the patient experienced severe side effects like severe redness, blistering, detachment of skin and open wounds on the lower abdomen. The pharmacist reported the patient was familiar with the product, did not belong to a risk group such as diabetics or similar and had not discovered any abnormalities during the time of wearing. The pharmacist also reported according to patient, the course of thermacare use was inconspicuous - she used it for 7 hours. During this time she noticed no abnormalities regarding her skin. Only when she took off her clothes in the evening she experienced the symptoms - swelling of skin, detachment of skin and burning sensation at wound site, itching. The symptom was located in the lower abdomen. The skin was detached at three sites, one site was the size of a euro coin, 2 sites like a 1-cent coin. Status post swelling of skin, no degree assessable. No surgical treatment was required. The patient treated the wounds herself with antiinfectives and octenisept and bepanthen ointment. The events were not assessed to have sequelae. The patient did not take any other medications including topical formulations at the time of thermacare use (except contraceptives). The pharmacist considered the events severe redness, swelling of skin below heat cells, skin was detached when patch was removed non-serious. Action taken with thermacare heatwrap was permanently withdrawn in (B)(6) 2020. The outcome of the events was resolved (everything ok) in (B)(6) 2020. The events was considered to be related to thermacare. According to the product quality complaint group on 17mar2020: severity of harm is s3. Product investigation results on 14apr2020 were as follows: batch cg5595 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history report (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer reported "severe redness, blistering, skin detachment." The cause of the consumer stating the wrap caused "severe redness, blistering, skin detachment" is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample status was not received. Follow-up (10mar2020): new information received from the pharmacist includes: suspect product lot number and expiration date and additional information pertaining to the patient's clinical course. Follow-up (17mar2020 and 17mar2020): new information received from pharmacist includes medical history, concomitant medications, past drug, suspect product action taken, more event details, event onset date, treatment, outcome causality. New information also received from product quality complaint group includes severity of harm. Follow-up (14apr2020): new information received from product quality group includes: investigational results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the event burns second degree (described as redness, blistering, detachment of skin and open wounds on the lower abdomen) is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.